Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system discrepant results occurred for patent isolates due to upstream instrumentation contamination. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system discrepant results occurred for patent isolates due to upstream instrumentation contamination. The user specifically noted two examples, one, escherichia coli being resistant to meropenem, ertapenem, and ceftolozane/tazobactam, but susceptible to other penicillin's and cephalosporins. The carbapenem resistance was not confirmed via e test or kirby bauer, two, staphylococcus aureus is resistant to vancomycin but was not confirmed resistant via e test. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event or problem: it was reported while using the bd phoenix¿ m50 automated microbiology system discrepant results occurred for patent isolates due to upstream instrumentation contamination. The user specifically noted two examples, one, escherichia coli being resistant to meropenem, ertapenem, and ceftolozane/tazobactam, but susceptible to other penicillin's and cephalosporins. The carbapenem resistance was not confirmed via e test or kirby bauer, two, staphylococcus aureus is resistant to vancomycin but was not confirmed resistant via e test. No health impact or consequence reported. B6. Relevant tests/laboratory data: e-test strip and kirby bauer

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were getting discrepant results, most commonly with s. Aureus and e. Coli. A bd field service engineer (fse) was dispatched to the customer site. The fse confirmed the instrument is operating as intended and noted that the customer is performing contamination swabs of their phoenix ap instrument. The results of this swab resulted in creation of a separate case against the ap instrument as a cause of this case¿s alleged failure mode. As the reported failure mode associated with this case was documented on a separate case because of the swabs completed, and the fact the instrument in this original case was confirmed to be operational, this case will be an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode, however, the investigation of the alleged failure mode in this case resulted in the opening of a related case for phoenix ap. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system discrepant results occurred for patent isolates due to upstream instrumentation contamination. The user specifically noted two examples, one, escherichia coli being resistant to meropenem, ertapenem, and ceftolozane/tazobactam, but susceptible to other penicillin's and cephalosporins. The carbapenem resistance was not confirmed via e test or kirby bauer, two, staphylococcus aureus is resistant to vancomycin but was not confirmed resistant via e test. No health impact or consequence reported.